Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was changed because the patient was getting shocked. It was stated a ¿metal piece¿ was left in the patient. The doctor reportedly removed everything, except the ¿metal piece, but put it in another place.¿ it was unknown if this was in reference to the lead or actual device. It was stated the lead was removed. It was thought that this occurred in (B)(6) 2010. Additional information has been requested, a follow up report will be sent if additional information is received.